Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired two clips fine and then the third clip did not fully form. There were no patient consequences. Another clip was fired with the same device successfully.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.